Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had huge difference in spo2 measures 85-85% for pm10n and 95-96% for the other devices. There was no allegation of patient death or serious injury associated with this event.